Event description:
Harmonic scalpel in use during procedure. Error code "release pressure on jaws". Jaws reseated; error code "release pressure on jaws". Machine turned off, handpiece reseated, machine turned on, handpiece retested. Used on patient tissue, error code "release pressure on jaws". Handpiece removed from service.

Event description:
Harmonic scalpel in use during procedure. Error code "release pressure on jaws". Jaws reseated; error code "release pressure on jaws". Machine turned off, handpiece reseated, machine turned on, handpiece retested. Used on patient tissue, error code "release pressure on jaws". Handpiece removed from service.